Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
A distributor informed cook on 02/07/2020 of an incident involving a ngage nitinol stone extractor (nge-017115-mb). The device reportedly would not close before use during a ureterolitotripsy procedure on (B)(6) 2019. Another extractor was used to complete the procedure. The patient reportedly experienced no additional harm as a result of the issue. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, drawings, the instructions for use, manufacturing instructions, specifications, and quality control data. One ngage nitinol stone extractor was returned for investigation. Visual inspection of the returned device noted the handle was in the open position, and the basket formation was in the closed position. The mlla (male luer lock adapter) was loose, and the collet knob was tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. The basket sheath was severed at the distal tip of the support sheath. One wire in the basket formation was broken. Functional testing determined the handle does not actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument; sterile if the package is unopened or undamaged. Do not use if package is broken; federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder; excessive force could damage device; store in a dark, cool, dry place. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that was open and could not be closed. The basket would not close due to sheath damage. The sheath was heavily damaged near the orange support sheath at the handle. The sheath was separated and pulled apart. The sheath damage prevented the motion of the handle from functioning the basket. The provided information stated the issue occurred before use. Devices are inspected for damage and functionality multiple times during manufacturing and quality control inspections. It is possible the device was damaged during unpacking and/or subsequent handling, but there is not enough evidence to make a conclusion as to the cause of the damage. It was also noted that there was a broken basket wire. The broken wire was not mentioned in the provided information, therefore it was assumed that the wire broke after the failure of the device to close. Most probable cause cannot be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. PMA/510k # exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureterolithotripsy, a ngage nitinol stone extractor was in use when it was found that the basket would not close. Another ngage nitinol stone extractor was opened to complete the procedure. It was reported that the patient did not experience any adverse effects due to the alleged malfunction. Additional information has been requested and will be included in a follow up report when/if it is received.